Manufacturer narrative:
Based on the information available at this time, no definitive conclusion can be made. The medical records indicate that the patient was treated for adhesions, fistula formation, and infection all of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00429 for information related to a composix mesh implanted on (B)(6) 2002. See MDR 1213643-2012-00430 for information related to the composix kugel mesh implanted on (B)(6) 2005.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2004 - repair of ventral hernia both a composix kugel mesh and a non-bard mesh were placed, a small bowel resection with primary anastomosis was also performed. On (B)(6) 2004 - (B)(6) 2005 - multiple office visits, patient noted to have an intact repair/well healed incision. On (B)(6) 2005 - office visit, patient has a new hernia, described as left peri-umbilical. Mesh repair planned. On (B)(6) 2005 - repair of hernia with composix kugel mesh. Reportedly, bowel had become incorporated into the mesh that was placed on (B)(6) 2004 and a bowel resection was performed. On (B)(6) 2005 - admitted for infected mesh and entercutaneous fistula. On (B)(6) 2005 - excision of infected mesh, small bowel resection will end ileostomy, and placement of non-bard mesh.